Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri pci in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during the index procedure, one resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the lad. One day post index procedure, patient suffered myocardial infarction and cag was carried out. Patient recovered. Investigator assessed that the event is related to the study device.

Manufacturer narrative:
During the index procedure, one resolute onyx des was implanted in the rca. Cec adjudicated that the lad was the cass site involved in the mi. The investigator assessed the event as unlikely to be related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clinical events committee adjudicated that the previously reported mi occurred on the same day as the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as non q wave mi. Patient was treated with medication. If information is provided in the future, a supplemental report will be issued.